Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider fx during treatment of a plaque lesion in the left distal common carotid artery with 90% stenosis. The vessel diameter and lesion length are 6.2 mm and 23 mm respectively. The vessel was severely tortuous. IFU was followed during preparation, procedure and post procedure. It was reported that part of the proximal mouth indicator became loose during filter opening, therefore the filter did not expand properly. Physician slowly maneuvered the spider when withdrawing the device as to avoid puncturing the vessel with the loose mouth indicator. The spider was successfully removed after multiple maneuvers. Vessel spasm was reported as patient symptom or complication associated with this event.

Manufacturer narrative:
Image review: two images received from customer. Per the images review, it was observed one side of the horseshoe crimp sleeve detached and within the filter mouth. A deployed stent with a radiopaque marker was also observed in the image. The device has been returned to analysis lab for additional analysis. Product analysis: the spiderfx embolic protection catheter was returned for evaluation within a clear biohazard pouch and within its inner label pouch and transportation hoop. No ancillary devices or procedure notes were returned for evaluation. The catheter was improperly loaded within the transportation hoop. The 320/190 convertible wire with the filter assembly was not loaded within the dual ended catheter. When the 3201190 convertible wire was removed, it was observed a kink on the black portion. A slight bend was observed on the proximal radiopaque marker of the filter. Multiple kinks and flattening of the green dual ended delivery catheter were observed. Visual inspection of the spiderfx filter reveal the horseshoe crimp sleeves were detached and one side was observed outside of the filter assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the spider fx was safely removed from the patient with the help of a guidewire. No vascular damage occurred, but stimulating angiogenesis was observed due to the deformation of the device and the detached guide wire stimulated the blood vessel, causing paralysis. If information is provided in the future, a supplemental report will be issued.